Event description:
It was reported the patient had problems with recharging and coupling/communication issues. The patient had the device replaced several months prior. The same pocket was used for this device. The patient stated that he had always had difficulty with recharging. The manufacturer's representative attempted recharging, but was only able to get two coupling boxes and the highest number he was able to get to was 58. X-rays were recommended to determine if the device had flipped. Additional information received from the patient indicated that he would have surgery to correct the problem. The issue was unidentified at this time. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.